Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The AED and battery were requested to be returned so they may be evaluated and tested. To date the AED and battery have not been returned and the root cause is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". They reported this did not occur during patient use.